Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a superficial femoral artery angiogram interventional procedure using a 6f sheath. Reportedly, despite not noting any resistance throughout use of the prostyle, the device was unable to be removed from the anatomy after completing all the steps. A cut down was used to remove the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported entrapment of device cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible that a interaction with patient anatomy/plague or the suture with the foot prevented the foot from fully closing inhibiting removal resulting in the entrapment of the device leading to the subsequent treatments; however, this cannot be confirmed. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D9: device available for evaluation updated from yes to no. H6: health effect impact code 4624 surgical intervention removed.

Event description:
Subsequent to the initial reported information; it was confirmed that the cut down was a nick and spread. No additional information was provided.